Manufacturer narrative:
Patient weight: (B)(6). Exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The clip remains in the patient anatomy. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Na.

Event description:
This is filed to report the clip detached from one leaflet, the leaflet was torn and the mr increased. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat degenerative mitral regurgitation (mr) with a grade of 3-4. Although imaging was difficult, one clip was implanted, reducing mr to 1. On (B)(6) 2019, it was noted the clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment (slda)). The posterior leaflet was confirmed to be torn on transesophageal echocardiography (tee) and the mr increased to 3. Implanting another clip is not an option therefore the patient will be sent for surgery. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that the patient anatomy (restricted posterior leaflet, anterior prolapse) contributed to the reported single leaflet device attachment (slda). Additionally, a lot of redundancy to the anterior leaflet likely contributed to the reported tissue damage. The increased mitral regurgitation (mr) is likely due to the reported slda and reported tissue damage. The reported patient effects of worsening mitral regurgitation (mr) and mitral valve injury (tissue damage) as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.